Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings .the keypad cover was intact with no damage or peeling observed. All of the keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination or damage was found on any button contacts. Unrelated to the original complaint, the audio bolus button cover was observed to be punctured, but responded appropriately to button presses.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.